Event description:
Related manufacturer reference number: 2017865-2022-48858. It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
Correction: awareness date should be 20 dec 2022 instead of 9 jan 2023 in previous report.